Event description:
It was reported that during a percutaneous transluminal procedure, after advancement of a third trek balloon catheter over a balance middleweight elite guide wire, an attempt was made to advance a fourth unspecified balloon; however, resistance was felt with the yellow proximal guide wire identifier. Reportedly, the yellow identifier became compressed (lower length, but higher diameter). The physician had to remove the marker, by scraping it off into two pieces and proceeded to use the guide wire successfully to complete the procedure. There was no reported clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Potential contributing factors that may contribute to the inability to advance the balloon catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. It was reported that the guide wire was used with three catheters prior to the reported resistance with the fourth catheter, which likely contributed to the reported difficulties. It is possible that the guide wire identifier became damaged during the multiple advancement and retractions of the catheters; further contributing to the reported resistance and the compression of the identifier, and ultimate difficult removal of the identifier from the guide wire; however, without the guide wire to examine, a definitive cause for the reported difficulties could not be determined. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product deficiency related to peeling guide wire identifiers was noted. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.